Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting the ¿system problem rm04¿ message on their controller. They stated that the controller was acting funny the last few days. The patient stated that they were using adaptive stimulation and went to go check the position to change the level and the level was different than what it should have been set at. The patient stated that 1 amplitude was at 0. The patient stated that this started the last couple of days (2-4 days ago). It was indicated that the patient was going to charge the ins when the rm04 screen appeared. It was reviewed to reset the controller by removing and reinserting the battery pack. It was indicated that this resolved the reported issue. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.